Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details, including data logs. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that: the patient developed pink to red-tinged urine while the circulatory support pump was in use. The device was repositioned under echocardiographic guidance; however, the discoloration of the urine persisted following repositioning. The pump had been placed using right-side percutaneous femoral arterial access and remained in use at the time of the report. The event was associated with suspected hemolysis. No additional information regarding patient condition, device performance, or expectations for product return was available.